Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that a remnant of tan appearing host tissue was received with the valve for analysis. All leaflets are in the closed position with the free margin of l3 on the same plane as the coaptive ridge of both the l1 and l2. All leaflets are slightly stiff but flexible except where calcification has infiltrated the tissue. Leaflet 1 appears intact. Tissue deterioration associated with calcification is observed on leaflet 2 adjacent to the l1-l2 and l2-l3 commissures. Tissue deterioration on the lunula of leaflet 3 appears to be associated with calcification infiltration. Large tears in leaflet 3 appear to be associated with calcification in the l2-l3 and l3-l1 commissures and increased in size during leaflet movement. The l1-l3 (p1) commissure appears intact. Tissue deterioration due to calcification is noted in the l1-l3 (p1) and l3-l2 (p3) commissures. Remnants of tan pannus are observed along the inflow and outflow of the sewing ring. Pannus overgrowth is noted on the free margin of both leaflets 1 and 3 adjacent to the l1-l3 commissure. A remnant of tan pannus was received detached from the valve. Shallow pockets of host tissue or calcification appear to have infiltrated the belly of leaflet 2. An unknown amount of pannus appears to have been removed from the inflow and outflow during explant. Radiography shows evidence of calcification in all three leaflets. Radiography shows calcification in one commissure and adjacent to the other two commissures. D9: updated h3: device evaluated? Updated h6: coding updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 1 month post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 27mm valve of the same model. The reason for the replacement was reported as leaflet fatigue, as the leaflet had pulled away at both commissures. No additional adverse patient effects were reported.